Event description:
As reported, a 6/7f mynxgrip vascular closure device (vcd) failed during a procedure. The balloon on the mynxgrip vcd pulled through after inflating the device and then retracing it per the instructions for use (IFU). There was no reported patient injury. The physician had not noticed if the indicator remained extended or not. The nurse believes the balloon had a small hole or the physician did not lock balloon during inflation after inserting device. The device was not kept and therefore will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, a 6/7f mynxgrip vascular closure device (vcd) failed during a procedure. The balloon on the mynxgrip vcd pulled through after inflating the device and then retracing it per the instructions for use (IFU). There was no reported patient injury. The physician had not noticed if the indicator remained extended or not. The nurse believes the balloon had a small hole or the physician did not lock balloon during inflation after inserting device. The product was discarded. Additionally, as the sterile lot number was not available, device history record review could not be performed. The reported event of ¿balloon pull through¿ could not be observed as the device was not returned for analysis. The exact cause of the reported event could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, it could be related to procedural/handling factors, such when removing the device and the balloon is not fully deflated. According to the instructions for use (IFU), which is not intended as a mitigation, ¿when removing the device, retract the syringe plunger to lock position. Apply light fingertip compression proximal to the insertion site, then lightly grasp the advancer tube at skin and realign with the tissue tract. Open the stopcock to deflate the balloon. Wait until air bubbles and fluid have stopped moving through the inflation tubing to ensure complete balloon deflation. Slowly withdraw the balloon catheter through the advancer tube. If unusual resistance is felt, pull the advancer tube and balloon catheter together through the tract. Maintaining fingertip compression on the skin, remove the advancer tube from the tissue tract.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.